Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured before reaching nominal pressure. The procedure was completed with a 2mm coyote es balloon catheter. There were no patient complications nor injuries reported.